Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the philips response center (rc) that upon power on the device displayed error code 10003 and indicated "cycle power". There was no patient involvement.